Event description:
General report received of the pump powering off by itself without sounding an audible alarm tone. No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects. No medical interventions were required.